Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no previous repairs in the past 12 months. The alarm history was reviewed, and the customers complaint was confirmed. The root cause of the problem was a failing primary speaker. The primary speaker was replaced. In addition, the right plunger case and bottom case were replaced due to physical damage along with a new plunger tube. The device was recalibrated and tested, thereafter passing all performance verification testing.

Event description:
It was reported that was alarmed with paa, after speaker had been replaced. There was no patient involvement.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.